Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Questions for the patient: if in your possession, may we have a copy of your operative reports when ethicon mesh was implanted in 2014 and surgical removal of abscess? Does ethicon have your permission to contact your doctor/surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? Questions for hp: the patient demographic info: age, weight, bmi at the time of index procedure? Other relevant patient comorbidities/concomitant medications? Product code and lot number? When was abscess identified? Location of abscess? How was it treated? What is physician¿s opinion as to the etiology of or contributing factors to this event (abscess formation)? Was there any deficiency or anomaly of the mesh? If yes, please describe it. What is the patient's current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6) 2014 and the mesh was implanted. The patient experienced formation of abscess which required surgical removal. Currently, the patient is seeing her surgeon for follow up and receiving dressing changes at the site of abscess removal. Additional information has been reported.